Event description:
Reporter obtaining discrepant back to back blood glucose results of 65 mg/dl, 324 mg/dl, 160-169 mg/dl and 156 mg/dl when all tests were performed within 10 minutes on the compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.